Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump failed to alarm the rotor test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states, ¿pump failed to alarm the rotor test.¿ the unit was triaged and the reported issue could not be confirmed at this time. The rotor error alarm test was performed ten times. The unit passed all ten tests, giving a rotor error in the allotted time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.